Event description:
Customer reported a missing tip protector from a manifold set. The event was reported before use. There was no patient involvement, injury or medical intervention associated with this issue.

Manufacturer narrative:
(B)(4). This complaint for a missing component of a manifold set was not confirmed due to lack of sample; therefore, no root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.